Event description:
It was reported that the pacing lead impedance had steadily been increasing since 2008. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.